Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was evidence of erythema and induration at the inferior aspect of the sternotomy incision. A computed tomography scan demonstrated a hematoma around the lvad. The patient was presented to the operating room on (B)(6) 2015 for exploration of the lvad pocket. The wound was opened for approximately 10 cm. A self-retaining retractor was inserted. Immediately underneath, the lvad visualized, there was approximately 1 liter of clot which was evacuated from around the device. The wound was irrigated with copious amounts of sterile saline which was then aspirated. No additional information was provided.